Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient said, the product issue started about 2 weeks prior at 6:30 am. He took his usual dose of 70/30 insulin. He claimed, he became shaky and angry one day after the product issue started. The cca noted, the patient was advised to change the meter battery and the patient changed the battery per the owner's manual. The cca noted, the meter turned off before the automatic shut off time. The patient's products were replaced. This complaint is reported because, the patient alleges the lfs meter powered off during use and after taking his usual dose of insulin, he became shaky.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.